Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. Agent needed to conference a spanish interpreter on the line to translate the call. Agent had a hard time obtaining required details due to the language barrier, agent did the best obtain the details. The reason for call was that the patient reported that the charging device for their stimulator was not working: patient reported battery of the device was not working and they mentioned there was a noise. Patient stated that the controller is not charging and unresponsive. Patient provided details describing a software problem message, but the numbers described did not make sense. Agent walked caller through resetting the controller. The patient confirmed the error message cleared. The patient reported their stimulation was off. Agent was able to gather the patient was not able to press the button on the controller since it was broken and there was a rattling noise. The patient mentioned there was a software message in the past, but the agent was unable to gather when that happened or how it was resolved. The issue was not resolved through troubleshooting. The patient was in mexico and will need to call back when they return to the us to request a replacement controller. Additional information was received from the patient. It was reported that the patient called back in stating that they are back in the united states, and was ready to continue troubleshooting with the equipment. The patient stated that the controller was useless, they were unable to use their stimulation since the controller stopped working, and they were in now in severe pain. Patient stated the controller does not turn on or charge, and stated that the top button on the controller is sunken in. The manufacturer's patient services specialist (pss) had the patient plug the controller into the ac power supply without the battery pack inside. The patient confirmed the green light on the ac power supply was on, but the controller would not turn on. When the patient reinserted the battery pack, there was no green light above the controller screen. Patient confirmed they are still hearing a rattling in their controller as well. The issue was not resolved. A replacement controller was sent out.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient. Analysis of the product ID 97745, serial (B)(6), was received and the analysis found that lcd was damaged and scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6): product type programmer, patient h3: analysis of the product ID 97715 # serial (B)(6) was received and the analysis found that the lcd of the device broke and was scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.